Event description:
It was reported the pump module alarmed for air in line without visible air. New pump and tubing used however still alarmed air-in-line. The was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.